Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reaching above 500 mg/dl. The pod worn between 4 and 24 hours on the arm. Symptoms reported include feeling thirsty, weak, and not great overall. The patient was treated with a manual injection of insulin. The patient was released 4 hours later. The pod was removed before the ER visit.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod insulin pump. D2a - common device name changed from unavailable to pump, infusion, insulin. D2b - procode changed from unavailable to lzg. Correction to d(4): model no changed from 18900-5a to 14500-5a. Catalog no changed from unavailable to ust400. Unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from unavailable to k192659.